Manufacturer narrative:
Product complaint # (B)(4). Date sent: 9/24/2019. Additional information provided: the patient was a male patient with colovesical fistula. During the ostomy takedown procedure, he had two failed anastomoses. The surgeon¿s partner came in to assist and attempted a hand-sewn hybrid technique with loop. When asked about technique for the distal and proximal transections, the surgeon stated that he uses a contour for the distal transection and a gia stapler of the proximal transection. He uses a 2-0 prolene suture to secure anvil and always ensures fresh tissue for the anastomosis. After firing, either anterior, posterior, or to the side, he was not seeing staples; only seeing mucosa. Going proximally, he could see the ¿mucosa puckering¿ and could not see staples. When withdrawing the stapler, he could see the stapler through the anastomosis. When asked for more specifics on the firing, the surgeon stated that the device was not difficult to fire and he does not check the washer. They hear a crunch and then maintain pressure for ten seconds. He noted the patient had difficult anatomy, they made multiple attempts at the anastomosis, did different types of purse strings, and the anastomosis still failed. A 1.5 hour case turned into a 4 hour case. There were no adverse consequences to the patient reported as the result of the use of this device.

Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that 6 weeks after a colon procedure the patient was brought back to reconnect. Dr. Had his partner come in to aid him. They completed the purse string and even did a purse string on the anvil side. The anastomosis failed on the anterior side with only one donut contained within the stapler; he said he was able to see the stapler inside the colon after the firing. The patient has been permanently diverted. The procedure was delayed for one hundred and twenty minutes. This dr. Usually handles the ¿tougher¿ cases. He has been using the same technique for the last 9 years and has primarily only used ethicon ils staplers. He said that he always sews the anvil in with a purse string proximal to the staple line to ensure a greater circumference of intact tissue. He follows the same line when extending the trocar to make the stapler connection. He says that he begins to close the device and waits until he starts to feel resistance within the green firing zone. He holds there for 10 secs and the does another quarter turn which usually brings him to the base of the green firing zone. He examines the tissue before he fires the device and says that the whole process of closing and the tissue examination keeps the tissue under compression for at least 30 seconds if not longer. He then fires the device ¿to the limits the handle will allow¿, I clarified if he meant that the plastic firing handle is touching the barrel of the stapler and he agreed. He then turns the dial two times. I had him demonstrate and it is 2 turns with his thumb at the top of the dial and a half turn. His demonstration showed that he completes one full turn before sliding the stapler out. He said he always checks the quality of the anastomosis visually before using a sigmoidoscope for further testing.